Event description:
A (B)(6) male patient contacted zoll customer support to report a service code 204. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) is underway. The reported problem (code 204) has been confirmed. As received, the monitor failed incoming testing and displayed code 204. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective monitor. The patient received a replacement monitor.